Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found air bubbles in the rbc (red blood cell) dispenser. The fse replaced the rbc dispenser and the instrument ran samples without issues with mchc. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported that low mchc (mean corpuscular hemoglobin concentration) results were generated on the coulter lh750 hematology analyzer. Erroneous patient results were generated and there was no change or effect to patient treatment in connection to the event. Erroneous results were not reported out of the lab.